Manufacturer narrative:
The investigation has been reopened due to receiving a lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No product was returned. Production information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection. The initial reporting stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the investigation findings, the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection.